Event description:
This rv lead was attempted to be implanted on (B)(6) 2018. In a product experience report received on (B)(6) 2018 it was noted during the helix mechanism test that the helix of this lead would not extend even how much the butterfly wrench was rotated. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).